Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. Mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The base handle had been closed without the 6-inch transitional installed, deforming the handle hole. Root cause analysis - complaint confirmed via inspection of the unit. The returned unit had been damaged due to misuse as the base handle was closed without the 6-inch transitional installed, deforming the handle hole. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined but the most probably root cause is wear and tear or improper handling. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the transition arm would not fit in the mayfield base unit (a2101). It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.